Event description:
It was reported that the posey sitter select alarm did not alarm and the patient fell. No patient injury. More info was requested and none forthcoming. If more information is received, a supplemental medwatch report form will be sent.